Event description:
In 2001 the pt underwent a therapeutic procedure for treatment, placement of a metal wallstent, to alleviate a bowel obstruction. According to the complaint info, thept reported 'illness and infection' by the 'the erosion of the stent through and into the colon and bladder'. No further info was provided on the pt's condition or diagnosis. No info was provided on the pt's course of treatment after the stent was placed. No complaint was called in to boston scientific by the user facility or the physician. The pt expired in 2003.